Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm thoracic aortic aneurysm. It was re ported that during the index procedure, after vamc3232c100tj was implanted in the distal area, vamf4036c150tj was then deployed just below the left common carotid artery. However, it was reported that following implant, the stent graft system was pushed by the blood flow leading to a type ia endoleak developing. To treat this, vamf4040c100tj was additionally implanted proximally. When the procedure was completed, the type ia endoleak still remained. The event was noted not to be resolved. As per the physician the cause of the event was patient vessel morphology. No additional clinical sequelae were reported and the patient will be monitored by the physician.